Event description:
On (B)(6) 2012, the patient received a right primary competitor knee to treat pain and effusion secondary to advanced degenerative joint disease. The patella was resurfaced, and competitor cement was utilized. The procedure was completed without complications. Doi: (B)(6) 2018: patient received a right revision attune tka to treat pain and selling secondary to loosening of a competitor knee system. Upon entering the joint, the surgeon identified and evacuated a synovial cyst and scar tissue. The competitor femoral component was well-fixed but revised. The competitor tibial tray was loosened at the cement to implant and cement to bone interface, the cement mantle along the tibial bone had a trampoline effect and there was a cyst in the anterior tibia. The competitor patella was well-fixed and retained. There was no reported product problem with the explanted competitor tibial insert. The procedure was completed without complications. Dor: (B)(6) 2020: patient received a right knee revision to treat pain secondary to tibial component loosening and collapse. Upon entering the joint, the surgeon identified and removed marked effusion and periarticular scar tissue. The femoral component was well-fixed and retained. The tibial tray, augment, sleeve, and stem had subsided medially and was loose at an unknown interface. There was a large soft tissue surrounding the tibial cement mantle that was removed. The surgeon notes there was minimal ingrowth on the tibial sleeve and the stem was pressing against the tibial cortex. The competitor patella was retained. There was no reported product problem with the explanted tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address shin pain caused by stem penetrating cortex. Claim record alleges persistent pain, discomfort, instability, difficulty ambulating and aseptic loosening of the tibial component at an unknown interface. Unknown cement was used. Radiographs and bone scan showed aseptic loosening and lysis around the tibial component. Doi: (B)(6) 2018. Dor: (B)(6) 2020. Right knee.